Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The procedure was a laparoscopic supracervical hysterectomy. The procedure was completed using the same device. There were no adverse patient consequences. The nurse that was in the case with the surgeon thought that the cause of the problem was the size of the patient&apos;s uterus and that the surgeon was grasping too much tissue.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was not working as welll as it should have. It is unknown how or if the case was completed. There was no patient consequence reported.